Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented with system erosion. It was noted that half of the cardiac resynchronization therapy defibrillator was outside the skin. The device was explanted. The patient was stable after the procedure. The physician would wait for the pocket to completely heal prior to implanting a new device.

Event description:
Correction: it was reported that the patient presented with system erosion. It was noted that half of the cardiac resynchronization therapy pacemaker was outside the skin. The device and the right ventricular, left ventricular and atrial leads were explanted. The patient was stable after the procedure. The physician would wait for the pocket to completely heal prior to implanting a new device.